Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter was displaying inaccurate erratic readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2024, at 10 am. The patient received blood glucose readings of ¿60, 500 and 210 mg/dl¿ on the subject meter, within 20 minutes apart from each other. The patient manages their diabetes with insulin (lantus 25 units) and stated that 5 minutes later they increased their dose of insulin by 31 units in response to the alleged issue. At 11 am that same day, the patient started ¿shaking, vomiting and passed out¿. The patient went to the hospital where they were treated by a health care professional (hcp) with a sugar solution. The patient could not recall the dose that was given. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erratic results obtained with the subject meter and reportedly required medical intervention for an acute low blood glucose excursion.